Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a bent mixer paddle. The fse replaced the mixer paddle to resolve the issue. Patient information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false high ise (ion selective electrode) patient results on their au5800 clinical chemistry analyzer. The erroneous results were released from the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for two (2) patient samples.